Manufacturer narrative:
Product event summary #the proximal segment of the lead was returned, analyzed and and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): product ID kdr701 lot# serial# (B)(4), implanted: 2003-(B)(6), explanted: 2013-(B)(6); product ID 4092 serial# (B)(4), implanted 2003-(B)(6). (B)(4).

Event description:
It was reported that during a routine device change out, the right atrial (ra) lead had no capture, and had high impedance. It wasnoted that under fluroscopy, the tip of the tined lead appeared to be seperating from the lead body. The ra lead was partially removed and the remained capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.